Manufacturer narrative:
One brk transseptal needle was received for evaluation. The brk needle had been returned coiled and was kinked in multiple locations along its length. The needle tip was fractured and detached. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of reported event remains unknown.

Event description:
This is event is being reported based on analysis revealing a detached needle tip.